Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed telemetry testing due to the cable being out of electrical specification. Product ID: 2090 programmer. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported that the company representative could not update the programmer using netgear. The caller tried using the local area network (lan) connection as well. The service disk did not work either. The programmer and three radiofrequency (rf) heads were returned for repair. All products were analyzed and tested out of specification. There was no patient involvement.